Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) the dentist reported that after 1 years and 8 months dental implant was installed in intraoral region 23#, its loss of osseointegration was observed. In addition, 32ncm of primary stability was achieved, immediate implant was performed and the patient presented bone type iii.